Event description:
Impotence due to malfunction of penile prosthesis (appeard to be out of fluid). Prosthesis surgically removed and replaced with another co's inflatable penile prosthesis. Devcie had been implanted several yrs ago.